Event description:
It was reported that the right ventricular (rv) lead displayed high impedance and a fracture was suspected. As a result the patient experienced bradycardia. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the proximal and distal conductors of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the product has been returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).